Manufacturer narrative:
Low bg.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple cables and power sources. The customer stated that the usb cable was able to successfully charge other devices. There was no impact to the customer's blood glucose level due to the charging issue. It was indicated that the customer would continue using the pump until the replacement arrived. Additionally, the customer reported experiencing low blood glucose (bg) level 43 mg/dl the morning of the call. The customer believes the reason for the low bg level was the customer has been working a lot which tends to cause a drop in the customer's bg levels. The customer ate 4-5 pieces of candy to correct the low bg level. Troubleshooting was unable to be performed with tandem technical support because the customer had already changed out all supplies by the time of the call.